Manufacturer narrative:
(B)(4). Submitted to FDA on 09/11/2015. Glaukos originally submitted this smdr to FDA on 9/11/15 and the FDA had not set up our production account properly and as a result this MDR was not successfully received by FDA. FDA stated that they would honor the original date of submission.

Event description:
The surgeon reported the following additional information. The patient's preoperative bcva in the operative eye was 20/40 and the patient is monocular. Istent implantation was reported to be uneventful. The patient presented with endophthalmitis and hypopyon on (B)(6) 2015 and at this time a vitrectomy was performed and the patient was given an intraocular injection. The culture report did not identify any growth. The surgeon reported that the patient's ocular history was a factor; it was a complex cataract with weak zonules and a malyugen ring (capsular tension ring) was implanted. There is no known relationship between the istent device and the adverse event. The patient's current status is listed as mild inflammation, good vision, with iop of 22 mmhg. The patient is on one glaucoma medication.

Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. The device history records were reviewed and there were no issues identified that relate to the reported event. Endophthalmitis is listed in the device labeling as a known inherent risk of cataract & glaucoma stent surgery. (B)(4).

Event description:
Cataract surgery with implantation of the istent was performed on (B)(4)2015 in the patient's left eye. The patient had preexisting pseudoexfoliation syndrome and floppy iris syndrome; a capsule tension ring was implanted at the time of surgery. Two days postoperatively, the patient presented with endophthalmitis in the operative eye. A vitrectomy was performed and antibiotics were administered. No other recent cases of endophthalmitis have occurred at this surgery center. The etiology I snot known at this time. Additional information has been requested.